Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately six and a half (6.5) years post initial procedure, the patient presented at routine follow-up with aneurysm enlargement (unknown diameter) and a type iii endoleak at the juncture of the iliac limb and leg to the main body. It is unknown whether the endoleak is a type iiia or iiib, or if the physician plans to re-intervene. The patient is reportedly in stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported endoleak (at indeterminate origin) is confirmed. The reported aneurysm sac growth is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest proximal stenosis (of the right common iliac stent) and a non-device-related type ii endoleak (of the lumbar artery) occurred that were not in the event as reported. It is unclear if the type ii endoleak was persistent. These findings were discovered during an examination of CT scans dated (B)(6) 2022 and (B)(6) 2016. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately six and a half (6.5) years post initial procedure, the patient presented at routine follow-up with aneurysm enlargement (unknown diameter) and a type iii endoleak at the juncture of the iliac limb and leg to the main body. It is unknown whether the endoleak is a type iiia or iiib, or if the physician plans to re-intervene. The patient is reportedly in stable condition. Additional information: clinical assessment confirmed that proximal stenosis of the right common iliac stent and a type ii endoleak (non-device-related) were also present.